Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdrs0172 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on (B)(6), nurse infusion ended and a needle stick occurred when the curved needle was pulled out. It was found that the needle tip was not retracted into the safety helmet, which caused scratches on the front of the left index finger."